Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the old device was not working. They had to turn it over so unable to refill. No additional information provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 5 mg/ml morphine at a dose of 0.5 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had bowel surgery on an unknown date and the pump flipped. Based on the age of the pump (greater than 4 years), the doctor decided to replace the pump. Revision/replacement surgery was scheduled for (B)(6) 2017. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump was discarded. The patient's weight was (B)(6) lbs at the time of the event.